Event description:
It was reported that there was a right ventricular (rv) lead integrity alert due to lead undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead implanted (B)(6) 2004; 4194 lead implanted (B)(6) 2009. (B)(4).